Manufacturer narrative:
The reported complaint condition was confirmed. A leak was found between the clear housing and the yellow handle diverter of the stopcock in the delivery position. The stopcock is obtained from an outside supplier, who was notified and issued a scar to address the issue. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no more devices of this same lot remaining in inventory for evaluation. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The international distributor ((B)(4)) reported an issue their customer encountered while using the delivery set. The report stated that during an emergency surgery, the backside of the three-way stopcock of the arrest pouch containing potassium leaked. The report stated the clinicians decided to use the delivery set to complete the procedure. There were no patient complications reported as a result of the alleged issue. The device was returned to the manufacturer for evaluation.